Event description:
A caller reported a cgm error 42, indicating an issue with a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue independently by resetting the pump on october 9, 2025, and no technical support was required.